Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01831. On or about (B)(6), 2002 or (B)(6), 2011 a sparc was implanted in the plaintiff to treat her pop (pelvic organ prolapse) and sui (stress urinary incontinence). The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery and surgeries."